Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. Based on the information provided, the risk assessment for the lucia product and based on our experience we have determined that the issue is linked to patient pathology and not a device malfunction.

Event description:
It was reported that the CT lucia 602 iol was explanted due to the patient's anatomy and replaced with a backup lens, which will not be returned. The procedure was completed using the yamane technique without reported patient injury, surgical delay, or use of another zeiss lens.